Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that all the contacts on the patient¿s implanted leads were reading low impedances. As result surgical intervention took place. During the procedure the physician suspected the fluid had contaminated the ipg header. The ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.